Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The event is confirmed with product received. Visual examination of the returned product identified one side of the package is creased but unsealed. Device history record was reviewed and no discrepancies relevant to the reported event were found. The root cause of the reported issue can be attributed to the operator not following manufacturing instructions. A corrective action has been opened to further evaluate this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Report source: foreign: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that when the paper packaging was removed, one side of the plastic packaging was left open and unsealed. No adverse consequences were reported. Attempts have been made and additional information on the reported event is unavailable at this time.